Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (390 mg/dl). Customer believed that they were near to a MRI and cat scan machine, and caused bg's to become elevated. System check performed indicated that the pump was functioning as intended. Reportedly, customer uses humalog insulin and changes out the cartridge every 3 days. Customer delivered a bolus and exercised to stabilize blood glucose levels. In addition, it was reported that portions of the touchscreen were difficult to press. Multiple attempts were made to follow up with the customer on the reported touchscreen issue. No response from the customer was received.